Event description:
Patient was burned on left breast during surgery. Doctor placed the retractor and fiber optic cable assembly on patient. Technician noticed it burning where cable attached to instrument. Technician who initially reported this event stated that there was no failure of the retractor or cable or light source, and that connectors remained secure throughout the operation. Technician also stated they have been using the retractor for a good three years and they bought this when they opened. Technician stated that the fiber optic cable was linvatec model 3278, 5mm diameter and the light source was a linvatec xenon, model 8430, 300w. Technician stated that the burn consisted of a "white welt" and he regarded it to be "second degree".